Manufacturer narrative:
(B)(4). The incident sample was discarded by the customer and is not available for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported a problem with the electrode during spine surgery. If the electrode gets too hot, the insulation melts and falls into the pt cavity. The insulation is retrieved without any injury to the pt. The customer discarded the incident device.